Event description:
Related MFR #2916596-2022-15545. It was reported that the patient had a cardiopulmonary arrest from presumed pump stoppage at midnight, the green lights went off. The customer did a controller exchange, but it also did not illuminate the green circle. The patient has a history of driveline faults, they used the orange cable. The patient had just transitioned from batteries to power cable when presumably their pump stopped and they fell unconscious immediately according to daughter. They ultimately passed away, the customer did do compressions for a short while, but it was deemed futile with no working pump. A review of the log files revealed multiple alarms between (B)(6) 2022 and (B)(6) 2022.the patient's previously documented left ventricular assist device (lvad) wire damage appears to have progressed to a phase to phase short (multiple wires damage). Lvads with multiple wires damage can experience abnormal pump operation as well as sudden pump stoppage regardless of power source. This type of wire damage is typically seen at the end of the pump life. The patient appeared to have been on battery power when the phase to phase condition started at 23:45 on (B)(6) 2022. Following this time frame the pump was no longer able to resume normal operation. The end of the log appears to indicate the controller was disconnected from the lvad at 01:07 on (B)(6) 2022.the customer reported that the controllers will return for evaluation but was unsure about the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's history of driveline faults was reported under manufacturer report number 2916596-2018-04947. Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files; however, a specific cause for these events cannot be conclusively determined through this evaluation as no product was returned. Evaluation of the submitted log files also captured intermittent low flow events. The submitted log file confirmed intermittent low flow alarms between 10nov2022 and 23nov2022, driveline faults throughout the file, and pump stops on 22nov2022 and 23nov2022 due to the speed falling to 0 revolutions per minute (rpms). Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. The event was device related, and the device operated as expected. The patient was aware of the risk of pump stop and had elected against a pump exchange. (B)(6) was not returned for evaluation. Heartmate ii lvas IFU, rev. H, and rev. C: section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C, lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for vad-3008 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.